Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred . DHR review was completed and the generator passed all final tests prior to release.

Event description:
A 30-minute procedural delay was reported due to malfunction of the baylis radiofrequency perforation generator after it was turned on. The generator was turned off and the inspection revealed that the ground wire inside the device had become disconnected. The procedure was resumed without any incidents after the wire was reconnected. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.